Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out, the pulse generator exhibited no output. The patient was not dependent. The patient had an underlying rate of 30 beats per minute. The device was explanted and replaced as scheduled.